Event description:
During use of the device for a cardiopulmonary bypass procedure, the user observed blood leakage within the roller pump. The user stopped the pump, changed the disposable set, restarted the de-air process, and resumed the case within 4 minutes and 4 sec. The user believed the issue was related to the disposable rather than the hardware. The disposable, which is not manufactured by terumo, was sent to the MFR for eval. The user requested the hardware to be evaluated while the disposable MFR also evaluates the disposable. The user also stated that a "whistling/squealing" noise was heard. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Eval in progress but not concluded.